Event description:
It was reported that during a lap salpingo-oophorectomy and appendectomy procedure, the tip fell off while being checked and cleaned. A new device was opened and worked well until the end of the procedure. No pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.